Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in successfully resetting it. The customer was informed to continue using the pump and advised to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.